Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely due to a recorded battery depletion alert. This device was subsequently explanted and replaced. This device was disposed at the healthcare facility, therefore return is not expected. No additional adverse patient effects were reported.